Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that the patient obtained two blood glucose readings of "greater than 500 mg/dl", and experienced the symptoms of irritability, fatigue, increased thirst, headache and tested positive for moderate levels of ketones. The patient's mother corrected her blood glucose level with two injections of novolog insulin via a syringe. The patient's mother reported no issues with the infusion set or infusion site and the patient's technique was correct. Troubleshooting revealed all pump settings, programming and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. There was no evidence the pump was not functioning appropriately. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor is out of calibration.